Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the physician noted that the right ventricular (rv) lead slack had become insufficient and decrease of the intracardiac potential had been observed. During the lead revision procedure, the helix was retracted however was unable to be extended again into the tissue. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.